Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing, specifically during the final accuracy test, the device had generated a downstream alarm that had then cleared itself. It was further reported that no downstream occlusion alarm had been present and that no actual occlusion had occurred, yet the alarm had continued to clear itself. It was reported that this had prompted an evaluation to determine whether an underlying issue existed beyond a possible sensor malfunction or whether any corrective action could be taken to resolve the condition. There was no patient involvement.